Manufacturer narrative:
Upon receipt the lead was found dissected. As mentioned in the complaint description the lead had been capped during replacement and only the df-1 connectors were returned for analysis. The analysis of the lead fragments demonstrated signs of wear. Both df-1 connectors had assumed a curved shape which is most likely due to their long service life of more than nine years and their position and resulting stress from the ICD can. Furthermore, on both df-1 connectors the silicone insulation was found broken as mentioned in the complaint description. Further analysis of the surface of the crack indicated recent breakage. Strong pulling forces during surgery in combination with the already bent shape of the connectors should be taken into consideration. Only the df-1 connectors were received. Since the noise had been observed in the rv channel only, the damages seen on the df-1 connectors could not have caused the clinical observation. Further analysis revealed severe damages to the connector pin for the distal shock coil. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 109 months, oversensing was reported during a routine follow-up in the hospital. During the revision procedure a possible breach of the lead was assumed. The lead was cut and capped. A new lead was implanted. No adverse patient side effects have been reported.